Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently, leaks of chemotherapeutic agents were noted. At unspecified times, the option-lok male adapters of the tubing sets were connected to the clave y-sites of primary tubing sets for delivery of unspecified concentrations of taxol. The primary tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the pts notified the nurses that solutions were leaking onto their hands. It was reported that the nurses noted the option-lok male adapters of the tubing sets broke off into the clave y-sites and unspecified volumes of solution leaked. The solutions that leaked were cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapies were resumed. No further medical interventions were reported. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. Multiple unsuccessful attempts have been made to obtain additional info.